Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following section could not be completed with the limited information provided. Initial reporter - the article was written by cale a. Jacobs, christian p. Christensen, and tharun karthikeyan. Product location unknown.

Event description:
Information was received based on the review of the journal article titled, "an intact anterior cruciate ligament at the time of posterior cruciate-retaining total knee arthroplasty was associated with reduced patient satisfaction and inferior pain and stair function." It was reported that patient underwent right total knee arthroplasty on (B)(6) 2011. During the procedure the poly bearing was exchanged due to instability. No further information has been provided.